Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. High venous pressure alarms due to inadequate blood flow from the patient's vascular access occurred at the start of a routine hemodialysis treatment. The operator elected not to perform rinseback of the patient's blood resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not performing rinseback as directed in the user's guide. Facility staff attributed the alarm to access issues. The cycler alarmed appropriately. There have been no similar problems reported subsequent to this event. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional information will be provided.